Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. G4: please note that the involved device is not marketed in the united states; however, it is similar to the united states marketed device (8229707). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the cuff was tested on the emg tube prior to intubating the patient, there were no issues. After intubating the patient, who had a large goiter, the cuff (balloon) would not stay inflated so there were significant leaks during ventilation. It was decided to re-intubate. The problem reappeared despite a change of emg tube(different batch numbers). Therefore, it was necessary to leave the pressure gauge on throughout the operation and to reinflated the balloon on a regular basis. Air was used to inflate the cuff, intracuff pressure was not monitored. No patient impact.